Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the lead was dislodged due to twiddlers syndrome. The rv lead was explanted and this lead remains implanted. The patient was fine after the procedure.

Event description:
New information received notes that the lead was repositioned.